Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the axium coil prematurely detached and was stretched. The patient was undergoing surgery for treatment of a saccular, unruptured, right-sided c7 aneurysm with a max diameter of 4.8 mm and a 3.6 mm neck diameter. It was noted the patient's blood flow was normal and vessel tortuosity was normal. It was reported that during intracranial aneurysm embolization, when filling the second coil, premature detachment of the coil was observed under imaging. The coil was removed, replaced with a new one, and the procedure was completed. There was report that the qc-3-4-3d was stretched. There were no patient symptoms or complications associated with this event. The device and any accessories were prepared as indicated in the instructions for use (IFU). The implant coil was returned from the patient. It was removed extracorporeally using a gooseneck snare. There was no surgical or medicinal intervention required. The pushwire was not bent or broken. There was no friction or difficulty during delivery. The physician did not attempt to detach the coil. Th physician did not rotate the delivery pusher during the procedure.